Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/03/2014 with the following findings: the pump powered on with the returned battery cap. There was evidence of moisture contamination on the battery cap spring. There was a battery compartment crack observed below the grip pad. There was evidence of short battery life observed in the pump's black box in the form of multiple low battery warnings in the alarm history. These low battery warnings could not be duplicated during the investigation. The current draws were measured to be within specifications. A leak test showed that there was a leak at the peeling keypad. There was no evidence of additional moisture or loose components inside the pump. All of the keypad buttons responded normally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.